Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels. The customer's blood glucose at the time of admission was 26 mg/dl. The customer was unaware of what caused the low blood glucose levels. The customer stated that her healthcare provider believe the low blood glucose may have been caused by gastroparesis since she could not hold food down. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.